Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the apple watch and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 11 pro max (ios 18) and apple watch series 10 with watchos 11.1 was conducted and the issue can not be reproduced. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. The most likely reason for the reported behaviour is a sync issue between the watch and phone apps. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: - in the iphone go to watch app; - find mmm app in the list of "" installed on apple watch"" and uninstall it; - in the list of ""available apps"" find mmm app and tap ""install"" helpline confirmed the issue has since been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.